Event description:
A facility in (B)(6) reported that five healthcare workers (hcws) who work in the endoscopy service experienced symptoms when working with cidex opa solution. Two of the hcws experienced hoarseness and eye irritation (blazing) when discarding cidex opa. Three hcws experienced an eye irritation (blazing) when they were manipulating mouthpieces in the solution. All workers were using ppe of gloves, activated charcoal mask and gowns. Before using cidex opa, the customer used glutaraldehyde. The area where the cidex opa is used has no exhaust (ventilation) system. Two of the receptacles (basins) used for manual processing have no covers. The processing of instruments takes place in the same room where exams are performed. The facility has been advised of the proper use of the product. The nurses are aware of the nonconformities. This medwatch report is for hcw ((B)(6)) who reported symptoms of hoarseness and eye irritation. His exposure to the cidex opa was daily for six hours. He has worked around the product for one month performing manual reprocessing. The employee went to the hospital's occupational medicine department. According to the doctor, the hoarseness was not related to the flu, sinusitis or rhinitis or any other allergic process. The diagnosis was exposition (exposure) to the chemical product. There was no treatment or prescription recommended. The hcw was absent from work for three days. This event is being reported as a malfunction as the product was not used according to the IFU resulting in healthcare worker(s) experiencing symptoms and missing work. This medwatch report is for healthcare worker 2 of 2.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, certificate of analysis, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. (B)(4). Certificate of analysis for cidex opa was reviewed and the lot met all specifications. This lot was manufactured on 09-07-2011 and expires 08-2013. The fmea (failure mode effects analysis) score for user similar user symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similar issues indicated that the hazard/risk index is 2 (none/negligible). Per the product IFU, the product should be used in a well ventilated area and in closed containers with tight-fitting lids. Avoid exposure to cidex opa vapors as it can cause irritation to the eyes and respiratory tract. Failure to follow the instructions for use may expose users to cidex opa vapors. The facility has been advised of the proper use of the product. It was reported that the hcw no longer has hoarseness. The assignable cause for this event is misuse.

Manufacturer narrative:
Related medwatch reports 2084725-2012-00068 and 2084725-2012-00069. (B)(4).